Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. Six (6) weeks post procedure, the patient was taken off of their anticoagulation medication. Thirteen (13) weeks post procedure, the patient experienced a cerebral vascular accident.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.